Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample and questionable bilt3 bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. Patient a: the initial glucose result was 5.00 mg/dl and the repeated result was 81.1 mg/dl. Patient b: the initial bilirubin result was 0.387 mg/dl and the repeated result was 4.58 mg/dl. The repeated results were believed to be correct for both samples. The results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer's calibration and qc results and system alarm trace were requested but not provided. The investigation was unable to determine if the customer's pre-analytical handling was acceptable with the lack of pre-analytic data that was provided. The field service representative baselined the instrument and found abnormal aspiration alarms and discovered the sample probe position was off. He replaced the sample probe and checked the alignments, adjusted the cuvette shield, and checked the rinse levels and the pressure. He verified the instrument was operating properly by performing a precision test, which was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.